Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the event date been (B)(6) 2023. The patients weight had been provided. Patient identification information could not be provided. The cause of the catheter disconnect from the pump had not been determined. The pump and catheter were explanted and the patients condition had improved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via regarding a patient receiving unknown drug via implantable pump. The indication use was not mentioned. Additional information was received from a healthcare provider (hcp) regarding a patient receiving an unknown study drug noted to be "mtx110" via implanted infusion pump. It was reported that the patient was enrolled into a non-medtronic study on (B)(6)2023 and was hospitalized on (B)(6) 2023.due to a serious adverse event of an abdominal seroma which was related to a device malfunction. The patient underwent pump and catheter placement for the study on (B)(6) 2023. And received the first treatment cycle on (B)(6) 2023. As standard of care intravenous vancomycin (1500 mg, q12) and topical bacitracin were started for infection prophylaxis. Heparin 5000 units, subcutaneous (sc), q8h) for prophylaxis was also started. The patient received the next seven treatment cycle infusions on (B)(6) 2023, the hcp determined at a scheduled visit that dosing the patient was not safe due to the non-serious adverse event of scab at the scalp incision associated with mild erythema and tenderness. The patient did not receive the ninth treatment cycle. On (B)(6).2023, the patient was hospitalized due to the serious adverse event of wound complication/retrograde flow along the catheter. The physical examination found tenderness of the right and left upper quadrants of the abdomen at palpation. The drug contents remaining from previous infusion were evacuated from the pump. The hcp determined dosing the subject was not safe, and the study drug was temporarily discontinued for two weeks. In accordance with the treatment manual procedures the pump was filled with 40 ml of sterile saline. The patient did not recei ve the tenth treatment cycle. On (B)(6) 2023 at a scheduled visit, the patient reported nausea. The hcp determined the nausea was related to the study medication. The physical examination revealed that the tenderness to touch and palpation had localized to the right lower abdominal quadrant. As the patient had sterile saline in the pump, a pump rinse was performed, and the saline was removed. During refill with study medication, there was resistance during refill. The pump was reprogrammed. The hcp determined dosing was safe and the subject received the eleventh treatment cycle infusion of the study medication without incidents. On (B)(6) 2023, at a scheduled visit, the patient reported persistence of nausea and a worsening headache. Upon physical examination the abdomen was distended, but not tender. There was an initial difficulty in accessing the pump. However, a new refill kit was used and the drug contents remaining from previous infusion were evacuated from the pump. The pump was refilled with the study medication and contrast for MRI. On (B)(6) 2023, the patient attended an unscheduled visit for evaluation of drug distribution using MRI within the specified time window of -2 to +1 hour following the completion of a 48-hour infusion. The physical examination of the abdomen revealed the patient had abdominal distension, erythema around the surgical site, and tenderness upon palpation. Upon interrogation of the pump, no residual solution was aspirated although the programmer stated there was 16.1 ml of residual volume. The MRI reported no contrast identified along the abdominal wall. The subject was sent to the emergency department and hospitalized. At admission, a CT scan of the abdomen and pelvis identified the implanted pump in the subcutaneous layers in the right lower quadrant accompanied by a small amount of fluid along superior and inferior aspects. The presence of a thickened enhancing wall raised suspicion of infected fluid, and a mild adjacent subcutaneous infiltration was also observed. Blood samples were collected for culture (the time of collection and results were not provided). Intravenous (IV) vancomycin (2000 mg, q12h) and IV cefepime )2 g, q12h) were started. On (B)(6) 2023, the pump and catheter were explanted due to a serious adverse reaction of abdominal seroma caused by the leakage of the unknown study medication "mtx110" into the pocket site. The patient was withdrawn from the study. The device malfunction was attributed to catheter tubing damage, and the catheter had snapped at the connection point to pump. The hcp recorded a grade 3 device deficiency definitely related to the catheter, which had caused a serious adverse reaction of abdominal seroma. The hcp further determined the serious adverse event of abdominal seroma was possibly related to mtx110 leakage from the damaged catheter. There was a temporal relationship between the abdominal seroma and the device deficiency event caused by damage to the catheter connected to the pump. The sequence of events that caused catheter damage, a known complication are not clear. The abdominal seroma may have resulted from a catheter damage, and a leakage of the study drug infusion into the abdominal wall. The resulting inflammation and subcutaneous response may have caused the leaking study drug infusion fluid to be localized in right lower quadrant with a resultant tenderness. Additionally, abdominal seroma in the subcutaneous layers noted as a thickened enhancing wall may have caused catheter migration or kinking with pump stall, and eventually catheter disconnection from the pump catheter port. Catheter malfunction and catheter disconnection from the pump in drug delivery systems have been described previously and may be expected. However, the off-label use of the catheter in this study and catheter disconnection at the pump catheter port caused mtx110 leakage into the pump pocket site and abdominal seroma. The patient's medical history included glioblastoma (gbm) that was diagnosed on (B)(6) 2022(prior to study), anxiety, eczema, arthritis, high cholesterol, hypertension, and hypersomnia. The patient's concomitant medications included benadryl intravenous as needed, dupilumab pen, rosuvastatin, carvedilol, paroxetine, meloxicam, alprazolam, and modafinil.